Event description:
During an in-clinic follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of no rf tel was confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Data analysis of the device image suggested radio frequency telemetry lockout had occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. Device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Radio frequency telemetry could be enabled and disabled with no issue. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.